Event description:
New information indicated that the lead was explanted and replaced on (B)(6) 2015. The patient was stable.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited low impedance and loss of capture. No intervention or patient symptoms were reported.

Manufacturer narrative:
(B)(4).